Event description:
The complainant is the relative of an insulin dependent diabetic.complainant states that complainant's relative was hospitalized in a diabetic coma on 2/27/00 with third degree burns because pt fell and pulled a lamp over the top during the event. On the way to the hospital the ambulance paramedics did a blood glucose test with the dex system and received a result of 159mg/dl. Approx 30 min later at the hosp pt's blood glucose was 20mg/dl (method unknown). Within the last six weeks pt had been hospitalized 3 times for diabetes related seizures. While on the phone an electronic check of the meter was performed. The results were out of tolernace. In addition, no control testing was since the customer did not have a control solution. A request was made to return the system for evaluation.